Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and complication associated with device ("device complications"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy in (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage and complication associated with device outcome was unknown. The reporter considered complication associated with device, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 25-aug-2017: event device removed deleted and updated with chronic pelvic and abnormal uterine bleeding. Patient underwent total abdominal hysterectomy and bilateral salpingectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 08-jun-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure (batch no. A33567) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included arthritis, back pain, depression and anemia. Negative for malignancy. Concurrent conditions included obesity, gravida ii, parity 5 and back pain. Concomitant products included medroxyprogesterone acetate (depo-provera)(B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy in (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, complication associated with device, vaginal haemorrhage, menorrhagia, fatigue, pregnancy with contraceptive device, depression, anxiety, dyspareunia, weight increased, gastrointestinal disorder and alopecia outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, anxiety, complication associated with device, depression, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Decency noted in pfs and mr : pregnancy claimed in pfs and at the time of insertion only uterus was removed resulted infertility. Both fallopian tubes show essure coils in place there is no definitive adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received :- reporter added , concomitant condition added, events added as: pregnancy (no complications),abnormal bleeding (vaginal,menorrhagia), psychological or psychiatric problems condition: depression, anxiety,dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, gastrointestinal or digestive system condition, hair loss incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. A33567) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthritis, back pain, depression and anemia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy in (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, complication associated with device, vaginal haemorrhage, menorrhagia and fatigue outcome was unknown. The reporter considered complication associated with device, fatigue, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: the events abnormal vaginal bleeding, menorrhagia and fatigue added; lot number and medical history added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure (batch no. A33567) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included arthritis, back pain, depression and anemia. Negative for malignancy. Concurrent conditions included obesity, multigravida, parity 5 and back pain. Concomitant products included medroxyprogesterone acetate (depo-provera)(B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and hypoaesthesia ("had one side of my stomach numb and cant't feel a thing and its lower part and towards the back too"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy in (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, complication associated with device, vaginal haemorrhage, menorrhagia, fatigue, pregnancy with contraceptive device, depression, anxiety, dyspareunia, weight increased, gastrointestinal disorder, alopecia and hypoaesthesia outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, anxiety, complication associated with device, depression, dyspareunia, fatigue, gastrointestinal disorder, hypoaesthesia, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Descrency noted in pfs and mr :- pregnancy claimed in pfs and at the time of instertion only uterus was removed resulted infertility. Both fallopian tubes show essure coils in place there is no definitive adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain . Most recent follow-up information incorporated above includes: on 7-jun-2018: social media post: hypoaesthesia was added. Reporter added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. A33567) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included arthritis, back pain, depression and anemia. Negative for malignancy. Concurrent conditions included obesity, multigravida, parity 5 and back pain. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2012 to 2012 and oxycodone since 2017. In 2012, the patient experienced depression ("depression"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), alopecia ("hair loss"), constipation ("constipation") and abdominal distension ("bloating"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), pregnancy with contraceptive device (seriousness criterion medically significant), hypoaesthesia ("had one side of my stomach numb and cant't feel a thing and its lower part and towards the back too"), migraine ("migraines"), headache ("headaches") and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy in (B)(6)2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, complication associated with device, vaginal haemorrhage, menorrhagia, fatigue, pregnancy with contraceptive device, depression, anxiety, dyspareunia, weight increased, alopecia, hypoaesthesia, migraine, headache, constipation, abdominal distension and abortion spontaneous outcome was unknown. The reporter considered abdominal distension, abortion spontaneous, alopecia, anxiety, complication associated with device, constipation, depression, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Descrency noted in pfs and mr :- pregnancy claimed in pfs and at the time of insertion only uterus was removed resulted infertility. Both fallopian tubes show essure coils in place there is no definitive adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Patient relevant history added. Events migraines, headaches, constipation, bloating and miscarriage added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), uterine haemorrhage ("abnormal uterine bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure (batch no. A33567) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included arthritis, back pain, depression and anemia. Negative for malignancy. Concurrent conditions included obesity, multigravida, parity 5 and back pain. Concomitant products included medroxyprogesterone acetate (depo-provera)(B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and hypoaesthesia ("had one side of my stomach numb and cant't feel a thing and its lower part and towards the back too"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy in 2(B)(6) -2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, complication associated with device, vaginal haemorrhage, menorrhagia, fatigue, pregnancy with contraceptive device, depression, anxiety, dyspareunia, weight increased, gastrointestinal disorder, alopecia and hypoaesthesia outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, anxiety, complication associated with device, depression, dyspareunia, fatigue, gastrointestinal disorder, hypoaesthesia, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Descrency noted in pfs and mr :- pregnancy claimed in pfs and at the time of instertion only uterus was removed resulted infertility. Both fallopian tubes show essure coils in place there is no definitive adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.